Event description:
Option study. It was reported that a leak leading to additional intervention occurred. The patient was enrolled into the option study on (B)(6) 2020, and the procedure was performed three days later. The patient was ablated using pulmonary vein isolation, radiofrequency ablation point-point technique. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22mm. The patient was discharged one day post index procedure. Four hundred twenty seven (427) days post index procedure, the patient was noted with a 3.5mm leak of the closure device, and a coiling procedure was performed to close the leak on this same day. This was identified during the 12 month follow up appointment on (B)(6) 2021, which revealed the largest residual jet size around the device to be 3.5mm. The coiling procedure was completed successfully 427 days post index procedure. The patient recovered from this coiling procedure and was discharged home on the same day. It was further reported that a non-boston scientific coil was used to seal the leak. Post interventional procedure, the patient was on bedrest for four hours and the right groin suture was removed without difficulty. The patient was discharged home on the same day on xarelto and aspirin. The next follow up transesophageal echocardiography (tee) appointment was scheduled for after 90 days.

Event description:
(B)(6) study. It was reported that a leak leading to additional intervention occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2020, and the procedure was performed three days later. The patient was ablated using pulmonary vein isolation, radiofrequency ablation point-point technique. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22mm. The patient was discharged one day post index procedure. Four hundred twenty seven (427) days post index procedure, the patient was noted with a 3.5mm leak of the closure device, and a coiling procedure was performed to close the leak on this same day. This was identified during the 12 month follow up appointment on (B)(6) 2021, which revealed the largest residual jet size around the device to be 3.5mm. The coiling procedure was completed successfully 427 days post index procedure. The patient recovered from this coiling procedure and was discharged home on the same day.